Event description:
The leads were returned to the manufacturer and subsequently tested out of specifications during the manufacturer¿s analysis. Follow-up attempts to obtain additional information from the clinic did not yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant: 7074 implantable pulse generator (ipg) 1991-(B)(6), 405845 implantable pacing lead 1991-(B)(6). (B)(4).